Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was vibrating; however, the customer was unable to feel the vibration. Reportedly, the customer's pump was set to vibrate for alerts and alarms; however, the pump made an audible notification. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.